Event description:
(B)(4). We were informed by biomet USA in may 2015 that a patient in (B)(6) had filed a legal action following a surgery involving our medical device which took place in (B)(6) 2013. "It was reported that during a procedure on (B)(6) 2013, the screw fractured during insertion and damaged the graft. The physician had to remove it. This is a legal issue. It is unknown at this time which screw fractured."